Event description:
It was reported that an external fluid leak was observed from a prismaflex tpe2000 set. This occurred during patient treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection revealed leakage from the dialysate port of the filter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.